Event description:
It was reported that customer experienced low blood glucose levels. Customer's blood glucose reading was 50 mg/dl. Customer reported issues with the insulin pump. Customer reported pain during the set insertion process and that the needle guard came off of the set and was sideways. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.